Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Buttons responded properly. No moisture damage/corrosion on button keypad traces. No blank display, audio beep anomaly, failed battery test alarm or battery out limit alarm noted. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error and motor error. Customer also reported that the insulin pump alarmed battery out limit and failed battery test. Customer reported that the insulin pump has an unresponsive keypad and a blank display. Customer's blood glucose at the time of the incident ranged from the 220's to the 240's (mg/dl). No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.